Event description:
The customer reported that a check sum error displayed upon system boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The sram generator disk, lemo connector, and interconnect cable were replaced. The system and tested and found to be working as intended and put back into service.